Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom does not recognize a closed door as a door not fully latched alarm. Evaluation found cracks in the threaded inset boss of the front case which mounts the pumping assembly and also found a mechanism mount screw missing. This condition resulted in a separation between the front case and the mechanism assembly, causing the force required to close the door to be above expected levels. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum does not recognize a closed door. Any patient involvement, injury or medical intervention is unk.